Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. Investigation in process. Note: manufacturer contacted customer in a follow-up call on 15-jul-2021 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern. Customer was provided new replacement product - (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer stated the results differed by 25 to 40 points. Customer declined to troubleshoot. And did not provide actual blood glucose test results of concern. The customer feels well and did not report any symptoms. The customer stated that she keeps adjusting her insulin based on the results obtained from the true metrix air meter, medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturers expiration date is 09/30/2022; open vial date and storage location were not disclosed.

Manufacturer narrative:
Sections with additional information as of 31-aug-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.